Manufacturer narrative:
The device was returned to cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle with the advancer tube separated from the device. The review of the lhr (f1533605) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to being released for distribution. It was reported that the sealant was caught on the advancer tube and came out during device removal. However, the sealant was not returned. Without a returned sealant for a complete physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Based on the information provided and the investigation performed, the reported event may have been caused by an over-tamping, potentially contributing to the sealant being stuck to the advancer tube during the removal of the advancer tube from the tissue tract. The mynx instructions for use (IFU), instructs the user to "gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds" to deploy the sealant. Then "lay the device down for up to 90 seconds." If the tamping tube was pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal, and if proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip device, it was noted that the sealant was stuck to the advancer tube after the procedural sheath was withdrawn from the tissue tract. The device was being used with a 6f procedural sheath for arterial closure following an interventional peripheral procedure. Manual compression was applied for 30 minutes or less. The patient was noted to be "fine" and hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.